Manufacturer narrative:
(B)(4). Original reporting time frame from (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial reporting period: (B)(4) 2013 - (B)(4) 2013.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2013 through december 31, 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame november 1, 2013 through december 31, 2013. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The total number of events for product classification code otn is 33. Qty 9- align r retropubic urethral support system. Qty 1- align rs retropubic/suprapubic urethral support system. Qty 6- align s suprapubic urethral support system. Qty 8- align to trans-obturator urethral support system - halo. Qty 5- align to trans-obturator urethral support system - hook. Qty 2- align to trans-obturator urethral support system - hook & halo. Qty 2- align urethral support system. The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events complications associated with the proper implantation of the align urethral support system may include, but are not limited to: - postoperative hematoma, which may occur following the implant procedure - temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant - perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. - transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4).

Event description:
Per additional information received, the patient has experienced urinary retention, chronic abdominal pelvic pain and dyspareunia, chronic urinary obstruction, failed attempted release of the sling on the left side, small mesh erosion or extrusion on the left side, suburethral obstruction, refractory chronic left lower quadrant pelvic pain, groin pain, pudendal neuralgia, unspecified urinary problems, recurrence, and unspecified "emotional/psychological injuries beyond usual pain and suffering"; underwent lysis of the left portion of the sling and cystoscopy ((B)(6) 2008), examination under anesthesia, cystoscopy, partial removal of retropubic align midurethral sling transvaginally, and extensive ureterolysis ((B)(6) 2009), and transabdominal removal of sling remnants and cystoscopy ((B)(6) 2010). Per additional information received, the patient has experienced vaginal pain, retropubic pain, iatrogenic suburethral obstruction caused by a tight sling and hyper-suspended urethra, unable to sit for long periods of time or ride in car for long distances without taking analgesics, retained suprapubic sling segment, low back pain, mild tenderness to labia majora when palpated at the level of the obturator foramen, mild tenderness to palpation of suprapubic area/pfannenstiel scar and behind pubic bone, severe tenderness to direct palpation of the sling vaginally that radiated to the retropubic space, mild asymmetric thickening of the left levator ani muscle, chronic urinary retention/obstruction (requiring self-intermittent catheterization), mesh was exposed on the left side of the periurethral/suburethral area, remnants of the sling were adhered to the pubic bone bilaterally, a portion of the bladder was also "caught against the mesh", remained catheter dependent, suffered from bladder spasms, abstinent to the detriment of her marriage, mild to moderate trabeculations.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.